Event description:
Customer reported an abo discrepancy when testing a donor sample on the galileo. The segment is a positive and was typed as ab positive. A second segment from the unit was tested and gave the expected a positive typing.

Manufacturer narrative:
Review of results: well b03 (anti b well ) reaction strength of 65 (3+) no errors were noted in the event log of the plate. There was anti a splatter noted in several locations around the plate. The well in question (b03) had a distinct discoloration indicating that anti a had been splattered into the well causing the errant typing. A service call was made. Found a clog in reagent valve to probe tubing. Replaced reagent probe, valve, and valve to probe tubing. Performed tests to verify instrument operation. Results were acceptable. Instrument is operating as expected.